Event description:
It was reported, that the pump exhibited a cassette detect error. There was unknown patient involvement. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette detection error. Service history review identified this device has not been in for service in the previous 12 months. Reported problem could not be duplicated. Was confirmed with event log history. Lots of contamination found at latch/lock area and downstream occlusion (dso) sensor area. The dso seal showed minor bubbling. Because of compatibility issue, the main board also to be replaced. The probable cause of the reported problem was contamination. After repaired all functional test of the pump passed.